Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good condition; all keypad buttons and labels were operational and intact. The customer's reported problem regarding delivery accuracy was verified by simulation testing. Three separate delivery accuracy tests were performed and at least one test was outside the pump's delivery accuracy manufacturing specifications. The pump was further inspected and was found to have signs of fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/instructions for use (improper cleaning of the pump). Based on these investigation results, the expulsor assembly was replaced and the customer was referred to the cleaning and care instructions and cautions found in the "important information" and "periodic maintenance" sections of the cadd technical service manual and in the "important safety information" and "safety features" sections of the cadd operator's manual.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "accuracy test below specs". No patient details were provided.